Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and during treatment a small iatrogenic abrasion was noticed in the right eye (od). A bandage contact lens (bcl) was put in place. At 1 day follow up the abrasion was healed and the bcl was removed. Since then, abrasion has healed but on (B)(6) 2018 patient came in with loose epithelial causing some visual distortion and blur. Correctable to 20/20 with prescription, no pain. The topical steroid dosage was increased with xiidra. Artificial tears and muro was also prescribed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry visual acuity and anxiety and also expressed concerns. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -3.00 x .00 x 90, left eye pre-op 20/20 -3.00 x -.25 x 150. Bcva from (B)(6) 2018: right eye post-op 20/20 -1.25 x -1.25 x 5, left eye post-op 20/15 .00 x .00 x 90.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.